Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.